Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the non-maquet sheath. Two catheter tubing kinks were observed at approximately 63.2cm & 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and was found to be within specifications. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported.